Event description:
Consumer complaint of about high blood results. Customer thinks that the meter is giving him results higher than the other meter called prodigy by 60 points. Customer is feeling well and does not require any medical attention. Customer's expected results are 120-140 mg/dl fasting. Verified the strips expire 11/29/2016 and were first opened (B)(6) 2015. Customer confirms the strips are stored correctly. Customer performed a back to back blood test: 199 mg/dl and 211 mg/dl. Reviewed results in the meter memory: 347 mg/dl (B)(6) 2015 04:00:07 pm, fasting, yes, 347 mg/dl (B)(6) 2015 08:30:07 pm, fasting, yes, 306 mg/dl (B)(6) 2015 08:22:07 pm, fasting, yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.